Event description:
Additional information was received confirming that the patient was seen in the emergency room and diagnosed with an allergic reaction to ashes. The patient was not treated with any medications and their vision returned after a few hours. Based on this new information this event is no longer considered serious. This report covers the complaint information for unit 1.

Manufacturer narrative:
Requests for product return and product lot information have been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A healthcare professional reported that a patient inadvertently slept in their contact lenses overnight. The following day the patient was not able to see. The reporter stated the patient was seen by a general practitioner and hospitalized for a few days. The patient¿s cornea was thickened due to accumulated proteins. Additional event information has been requested, but not yet received. This report is for the first device.